Event description:
Report received from an attorney who provided a maude report in regards to the incident. Planned procedure performed without incident until surgeon was in the process of removing the detached tissue from the abdomen. The scissors used to cut the tissue have a screw on scissors' tip and while using the scissors through a laparoscopic port, the tip became dislodged from the instrument. The dislodged tip was immediately visualized and while attempting to grasp the tip to remove it from the abdomen, the tip was lost and doctor was unable to visualize it at that point. We ordered a kub x-ray and doctor continued to search for the lost instrument tip. The x-ray was taken and the lost scissor tip was clearly seen in the right upper quadrant. Doctor requested another doctor come assist, which he did. After searching the right upper quadrant for some time without finding the tip, doctor (first doctor) requested a third doctor to come assist, which he did. The scissor tip was located, a small incision was made in the upper abdomen and doctor (third doctor) was able to retrieve the lost tip. The patient was admitted for an overnight stay. At the conclusion of the case, the nurse indicated that she had checked the placement of the tip and checked that it was securely fastened at the beginning of the case. The involved instrument and tip was cleaned and sequestered as power (B)(4) requirements. The additional instruments of the same design were removed from service and an alternative disposable instrument was ordered for overnight delivery. Diagnosis or reason for use: laparoscopy excision right ovarian cyst.

Manufacturer narrative:
A quality assurance evaluation was conducted whereby a scissor tip (product code 89-5100b) was installed onto an appropriate handle (B)(4) per the product directions for use (document number (B)(4) - included with the product) and the reported failure could not be replicated. The device sample has been retained by the customer. An evaluation of the sample has been scheduled. A review of the device history record for the reported lot did not indicate any manufacturing non-conformity that would have contributed to the reported failure. If additional information is learned during the evaluation of the sample, a follow-up report will be filed.